Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Section b1, d7: correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline (dl) wire damage that could have contributed to the reported event of pump stops on occurred while the system was operating on the power module; however, the entire portion of the driveline was not returned and a specific cause for the pump stops while the system was operating on battery could not be confirmed. The device was returned assembled with the dl cut approximately 1.25" from the pump housing, approximately 9¿ of the internal portion of the dl was also returned, and the distal portion of the dl was not returned (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow graft bend relief collar was returned and the outlet elbow was returned attached to the pump. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. However, the examination of the dl revealed a breach to the insulation of the yellow wire was also found approximately 0.5¿ from the proximal end of the dl segment confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. If the exposed conductors of the yellow wire contacted the braided shield while operating on the power module/mpu, the resulting short to ground would have resulted in a pump stop. Analysis of the submitted log files revealed low-speed events were recorded on (B)(6)2019 at 12:09 to pm and (B)(6)2019 at 4:30 pm. Multiple motor stop events, low-speed hazard, driveline fault, and low flow hazards occurred on (B)(6)2019 between 4:58 pm and 6:30 pm. The patient was connected to both the power module and battery during these events. Based on previous complaint experience, the captured events appear consistent with the confirmed driveline damage. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline exchange on (B)(6) 2017 was reported in MFR# 2916596-2017-02066. The device is expected to return for evaluation. It has not been received yet. Approximate age of device - 5 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a patient that had short to shield requiring driveline exchange (B)(6) 2017 presented with multiple low speed advisories, low flow alarms, and pump stoppages. Patient experienced chest pain and dyspnea. The pump stops appeared to be due to a phase to phase short of the percutaneous lead. The external section of the percutaneous lead x-rays does show signs of wear and tear. The photo submitted showed that there was not enough room to perform another percutaneous lead repair. On (B)(6) 2019, the customer requested a no ground patient cable for this patient. Patient was sent to the operating room for subcostal pump exchange. The patient is currently stable after device exchange.